Event description:
New information received noted that programming changes were made on (B)(6) 2021 and no further post-paced t-wave over-sensing was seen.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented remotely. Review of the transmission revealed that the implantable cardioverter defibrillator exhibited post-paced t-wave over-sensing. Programming changes were discussed. The patient was in stable condition.